Event description:
Caller reported a minimum fill notification indicating a potential issue with the insulin pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer did not take any immediate action to address the high blood glucose level. Technical support educated the caller on the need for a minimum of 80 units when reloading a cartridge and instructed on the correct loading technique. Additionally, they advised removing the pump from its case. Following the guidance, the caller successfully loaded a new cartridge and resolved the issue, allowing them to resume insulin delivery.